Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff of the device had damaged valve and the other device had torn cuff. There was no patient injury.